Event description:
It was reported that since (B) (6) 2007, the electrode status shows abnormalities. However, the pt is still able to understand 80% of mono syllable words. Testing was carried out which showed 5 electrodes with status hi and one short-circuit.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.